Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the doctor used an inspace balloon and the surgery and procedure went smoothly with no issues. The doctor then informed me he received post-op x rays, showing the inspace small metal inserter piece was left behind in the shoulder joint.